Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus and basal delivery. Insulin pump was unable to confirm error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify alarms due to motor error alarms. Insulin pump had a cracked case near lcd window corner and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an error alarm on the insulin pump. Customer stated that the alarm occurred several times and prompted him to rewind each time. Customer was unable to view the history. Customer's current blood glucose reading is 235 mg/dl. No further information reported.